Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoidectomy the stapler when fired did not perform stapling. The intestinal segment was completely open requiring manual suturing. This resulted in extended or time and medical intervention.

Manufacturer narrative:
(B)(4)